Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed an extended bolus and the pump screen continued to show that the bolus was being delivered. The customer switched to a non-tandem pump to manage diabetes that night. During troubleshooting with tandem technical support, customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested timeframe. There was no reported impact to the customer's blood glucose level.